Event description:
Representative reported that an l4-l5 fusion took place two weeks ago and when an x-ray was taken on (B)(6) 2011 it showed the rod had dislodged from the left side of the inferior screw. A revision was done on (B)(6) 2011 as a result. At this time there has been no further info from the rep. Once the info is received, a f/u report will be done.

Manufacturer narrative:
Add'l model# 12-1040. Add'l catalog#: 12-1040, add'l lot# z9833c.